Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that as the outer trial lead packaging was opened, the inner sterile packaging opened up as well. It appeared as though the outer and inner packaging was stuck together somehow to cause this but there was not a clear reason of why the packaging was attached together. The inner, sterile packaging appeared to be sealed but the doctor decided not to use the kit. A new lead kit was opened up and was fine. The lead was going to be sent back to the device manufacturer for analysis. It was confirmed that there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device analysis for lead va0f3f6 revealed the packaging had an improper seal between tyvek lid and tray. The outer seal of the lead tray was opened when received. The inner seal of the inner tray was partially opened and folded back when received for analysis. The inner seal and outer seal were separated and not adhered together. The gray strip of adhesive indicates the inner seal was properly sealed to the tray.